Event description:
It was reported that within a few days of implant, the ventricular lead exhibited a loss of both pacing and sensing. A perforation was suspected following x-ray imaging, which was later confirmed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).